Event description:
It was reported that the guidewire fractured internally. A renegade hi-flo fathom system was selected for use within the moderately tortuous right internal iliac - gluteus branch. During the procedure, approximately 3 cm of the distal segment of the guidewire fractured within the patient. The device deficiency was deemed non-consequential to the patient condition. There were no immediately reported patient complications. No further details were provided regarding the procedure outcome or patient status, despite request by boston scientific.

Manufacturer narrative:
Corrected fields : h1 - type of reportable event. H6 - impact codes. Device analysis: the returned device consisted of renegade hi-flo with fathom guidewire inserted. Visual and microscopic examination revealed the microcatheter had multiple shaft kinks. Additionally, it was revealed that the guidewire had a bend located approximately 150.5 cm from the proximal end and a fracture located approximately 175 cm from the proximal end.

Event description:
It was reported that the guidewire fractured internally. A renegade hi-flo fathom system was selected for use within the moderately tortuous right internal iliac - gluteus branch. During the procedure, approximately 3 cm of the distal segment of the guidewire fractured within the patient. The device deficiency was deemed non-consequential to the patient condition. There were no immediately reported patient complications. No further details were provided regarding the procedure outcome or patient status, despite request by boston scientific.